Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 38, motor errors, or prime, rewind anomalies were noted during testing. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. Motor was tested outside the unit, and it passed. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm but not able to complete rewind and the same error occurred again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.